Event description:
Pt's wife reported the pt is getting the pump reservoir filled every 30 days, and is feeling "challenged" due to having no pain relief. The infusion system was implanted in 2006. The MFR redirected the pt to work with their physician towards resolution. Add'l info has been requested from the physician regarding the reported pt events and a follow up report will be sent when new info is received.